Event description:
It was reported that impedance readings were less than 250 ohms on leads 0 and 1. The MFR rep was able to reprogram the pt to address the stimulation needs. It was later reported that the MFR rep changed the pt's programs to avoid the bad electrode. The pt had normal sensation using the other programs. The pt was instructed to contact the MFR rep if the symptoms were not controlled by the reprogramming. The MFR rep did not hear back from the pt following the reprogramming. No further details, pt symptoms or outcome were provided at the time of this report. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).